Event description:
Caregiver attempted to place a 4 french PICC in right basilic vein. Blood return obtained on 1st stick and wire threaded easily, but the caregiver experienced difficulty in trying to advance the PICC through introducer. PICC and introducer removed at that time it was noted that the introducer was damaged, either bent or missing a piece. Ultrasound and echo did not reveal any pieces retained in the patient's heart. Manufacturer response for venous catheter, power PICC svc 4fr (per site reporter): attempt was made by md to contact bard on their emergency line, but number did not work.